Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was not returned; therefore, an evaluation could not be conducted. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. This event is related to (B)(4).

Event description:
It was reported that the tubing of a dehp free solution administration set stopcock separated from the stopcock. This occurred during patient infusion, while a nurse was attempting to disconnect the set from an unknown product using a clamp. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 2 of 2.